Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the complaint and device history records could not be performed as a valid lot number was not provided and could not be obtained. Per es2 surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Since the device was implanted for 2 years and 9 months, most likely cause of reported event is fatigue load overtime.

Event description:
It was reported that two es2 integrated blade screws at s1 migrated approximately two years and 9 months post-operatively. Revision surgery has occurred. This report represents the first of the two screws.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that two es2 integrated blade screws at s1 migrated approximately two years and 9 months post-operatively. Revision surgery has occurred. This report represents the first of the two screws.